Event description:
Emergency medical technician responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes. The report stated the operator checked connections and found a faulty therapy cable. The cable was replaced then proper operation was observed. Device advised and delivered two shocks and the patient's rhythm converted from pea to asystole. CPR and drugs administered according to "als" protocol but the patient was not resuscitated.